Event description:
It was reported that after a da vinci-assisted hysterectomy procedure, the patient underwent a subsequent unplanned surgical procedure on pod 4 due to an unrecognized bowel perforation. The patient had been discharged home the day after the initial procedure and readmitted to hospital on pod 2. The patient then stayed in hospital for a number of weeks. It is unclear what caused the perforation. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The devices involved with this event have not been received for failure analysis evaluation. Review of the instrument log showed that all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instrument: synchroseal. Review of the system log was performed, and revealed there were no related system errors observed.